Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and one three-way stopcock was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 86.5 and 106.5 cm proximal from the catheter tip. No fault messages were observed on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.14 ohms. The catheter passed in-vitro calibration on the vigilance ii monitor. No visible damage to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pressure measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Complaint trending will be monitored to determine if additional actions are required. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the pressure value indicated on the monitor was inaccurate on the first day of use. After zeroing the dpt, a pressure of 30mmhg was indicated on the monitor. When the customer connected the pressure monitoring kit to the swan ganz catheter and attempted to measure pulmonary artery pressure (pap), the monitor indicated an inaccurate value of 80mmhg. The error message was not observed. Both the swan ganz catheter and the pressure monitoring kit was exchanged and the problem was solved. There was no occlusion, leakage or kink noted in the catheter. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
Reference MDR 2015691-2018-01154 for the dpt used in this case.